Event description:
A customer reported that during a patient procedure, using a glidescope core quickconnect cable, the image would flicker and intermittently disappear. No delay during the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope core quickconnect cable was provided to the customer and the reported cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable but was unable to confirm the reported connection or image issues. When connecting the returned cable to known, good, test verathon equipment, the image produced was normal. The camera image quality test was performed and passed. Upon completion of the evaluation, the returned glidescope core quickconnect cable was scrapped as it had already been replaced prior to its return to verathon and there being no repairs available for this device. No further investigation is required at this time. Verathon will continue to monitor for trends.